Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pre-use check. The ventilator was investigated on site by our field service engineer. According to received information the unit failed pressure transducer test during pre-use check. Issue resolved by replacing the air gas module. However, no part returned to us for investigation. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.